Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired but the clips were formed open. Surgeon used a new device to close the vessel. No adverse pt consequence.